Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose of 37 mg/dl. It was reported that continuous glucose monitoring said blood glucose was 90mg/dl but blood glucose was actually 37mg/dl and paramedics came for the low blood glucose. It was also reported that continuous glucose monitoring read 96mg/dl but blood glucose was actually 196mg/dl. Insulin pump will not be returned for analysis.